Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Analysis confirmed that the eos battery status was activated on february 18th, 2023 at 02:51 h. The data does not provide any hint for a potential root cause. However, the data documented that the battery was not depleted according to the eos status. The eos status was removed in the clinic and subsequent interrogation revealed the battery status bos, which is consistent with the available battery data. Since the eos removal, no further complaint was reported to biotronik regarding this device. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis the root cause of the clinical observation was not determinable. After eos removal the battery status was bos and no further complaints were received on this ICD.

Event description:
It was reported that the device showed battery status eos (end of service). Device reset was performed, and the device showed bol (beginning of life) status afterwards. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.